Manufacturer narrative:
Evaluated by manufacturer: the devices and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required for the screws were unavailable. (B)(4), the manufacturing facility for the nail, reviewed the device history records and found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for the nail part and lot number combination. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving product.

Event description:
Affixus nail revised as the nail broke, at the point of the lag screw hole, whilst insitu in the patient.

Manufacturer narrative:
Reopened - product received. A depuy warsaw material research scientist examined the returned product. Burnishing of the fractured screw hole provided the evidence that the nail bore the weight of the body. Excessive load bearing led to fatigue initiation and propagation to the nail fracture. No material defects that could have contributed to fracture initiation and/or propagation to fracture were apparent. In the warnings and precautions section of the surgical technique it states; bone screws and pins are intended for partial weight bearing and non-weight bearing applications. These components cannot be expected to withstand the unsupported stresses of full weight bearing. Also in the indication section it states; these implants are intended as a guide to normal healing, and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunion in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. All metal surgical implants are subjected to repeated stress in use, which can result in metal fatigue. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.